Manufacturer narrative:
A sample lens was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. A questionnaire was received. (B)(4)

Event description:
A facility administrator reported that after an intraocular lens (iol) was implanted, the patient experienced unclear vision and was unable to see signs. The lens was exchanged for a different lens within 2 months after initial implantation. The replacement lens was same power but also included correction for astigmatism.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the reporter explained that the patient had unexplained increased astigmatism, which initiated the lens exchange for a toric-multifocal model.